Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is september 3, 2015.

Event description:
Boston scientific received information that this electrode was implanted through the folds of skin with a portion of the electrode externally exposed. This was not identified until after completion of the implant procedure while the wounds were being dressed. The lead was explanted and replaced without incident. The patient is obese with a body mass index of 49.6. No adverse patient effects were reported.